Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriortomy closure of the femoral artery after a diagnostic procedure. After the starclose clip was deployed the device could not be removed from the arteriotomy. The physician used the access port but inadvertently pushed the thumb advancer forward, he attempted to use the access ports a second time, but was not successful in releasing the device. The physician forcefully removed the device from the pt's groin. Hemostasis was achieved with manual compression. There were no adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
Eval summary: eval of the returned device found the starclose se was fully clip deployed. The external components were in the correct post deployment positions. The condition of the returned device is consistent with the report of a difficult to remove device after clip deployment. However, during testing no issues were found with use of the access ports. A dilator was inserted, one at a time, into the access ports in accordance with the instructions for use (IFU). This completely freed the thumb advancer from the locked position. After the thumb advancer was freed, the thumb advancer was then retracted manually to the proximal position. The thumb advancer was then moved distally again, re-locked and released. This exercise was repeated several times with the same result. There was nothing detected with the device that would have prevented the second attempt from also being successful. The IFU instructs the user to insert the dilator one at a time and to check that the number "3" exits the number window completely and the thumb advancer is freed from the locked position. If these steps are not followed in proper sequence the thumb advancer would remain locked in the #3 position. Therefore, based on the findings of this investigation and the info provided in the incident report, the root cause for this event is related to incorrect technique used during the vessel closure procedure. No mfg issues were detected during this investigation. Review of the lot history record for this device did not produce any findings relevant to this report.